Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 6 january 2017. The representative reported that the imaging system would not connect to the viewing station of the imaging system. Using inventory on hand, the representative replaced the interface (umbilical) cable. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the viewing station of the imaging system icon on the pendant of the imaging system displayed a red x and the user was prompted with an error message requesting to adjust the interface (umbilical) cable. The adjustment did not resolve the reported issue. The site elected to abandon navigation and mdt imaging and complete the procedure with a c-arm. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.